Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026, the patient was in the operating room, intraoperative bladder irrigation, found that isotonic fluid can not enter the ureter, replacement of the flusher still can not change, suspected that the problem of the ureter, the ureter will be pulled out, found that into the flushing fluid of a lumen blockage, the flushing fluid can not enter the ureter, to be discarded, a new replacement of the ureter, connecting the flushing fluid, for the patient to smoothly into the bladder irrigation.